Event description:
It was reported by the customer that they are returning their unit to elsg for service. Casing/parts of casing mechanical defect. There was no reported pt consequence. Elsg order number is 05.5728.